Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several no delivery alarms during manual prime. The customer's blood glucose level was unknown. The customer did not have any sets or reservoirs around to obtain a lot number or to troubleshoot. The customer was advised that the set should be replaced. The customer was advised to monitor the device and call back if issues persisted. The product was not returned for analysis.